Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented post surgery with pocket hematoma. The physician believes that hematoma was caused by the patient playing with the pocket. The generator was explanted, but not reimplanted yet. The patient was stable following the procedure.